Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence/urgency frequency. Patient stated he was not really feeling the stimulation and sometimes he does not feel like he is emptying his bladder. Patient advised to contact his clinician. There were no further complications reported regarding the event.